Event description:
Patient was implanted approximately 9 months, (B)(6) 2012, or 10 months, (B)(6) 2011, ago with plates and screws for a foot fusion. It was determined the patient developed an infection, date unknown. Surgeon returned the patient to the or on (B)(6) 2012; hardware was removed and the wound was cleaned and treated for infection. Surgeon did not revise the patient to any new hardware. Hospital will not be returning the parts. This is 15 of 19 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.